Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to CPAP device's sound abatement foam. The patient alleged lung tumor. The patient did have medical intervention in the form of an chest x-ray. This notification was reviewed by the pms clinical expert due to the patient stated at first he thought he had a cold later to go to a doctors and the doctor thought it was bronchitis until he had another visit and gotten a chest x ray and they found a tumor in his lungs. They do believe it was caused by the device. Attempts have been made to obtain additional information and have been unsuccessful. The patient makes no allegation of any specific device malfunction relevant to the harm reported. Hence, the event is assessed as not related to the recalled device (i.e. A foam degradation concern) in this case repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be diagnosed with a lung tumor. The patient did have medical intervention in the form of an chest x-ray. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.